Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received an appropriate anti-tachycardia pacing (atp) for ventricular tachycardia (vt). The recorded episode displayed three different types of events, loss of capture, far-field oversensing r wave and atrial sensitivity on the atrial channel. The far-field oversensing of the patients r waves is primarily due to the blanking period programming of 85 seconds. Technical services is currently reviewing the provided data but had provided some recommendations to the bsc territory representative. Additionally, this patient will be recalled to the clinic for reprogramming of their device. This ICD system remains in service. No patient effects were reported.

Manufacturer narrative:
This report is being sent for correction to field h6: patient code this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received an appropriate anti-tachycardia pacing (atp) for ventricular tachycardia (vt). The recorded episode displayed three different types of events, loss of capture, far-field oversensing r wave and atrial sensitivity on the atrial channel. The far-field oversensing of the patients r waves is primarily due to the blanking period programming of 85 seconds. Technical services is currently reviewing the provided data but had provided some recommendations to the bsc territory representative. Additionally, this patient will be recalled to the clinic for reprogramming of their device. This ICD system remains in service. No patient effects were reported.